Manufacturer narrative:
H10: the device was evaluated on site by a hospital engineer. During inspection an unspecified disconnected tube that caused the external leak was found. This was repaired and after reconnecting the loosen connector, the machine was back to normal. The cause could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while disinfecting an ak 96 machine, an external fluid leak was observed. There was no patient involvement. No additional information is available.